Event description:
The home patient (hp) reported feeling full, as if home patient was overfilled, while using the homechoice cycler for apd therapy. Follow up with the hp reveals home patient has approximately 1500mls in home patient's peritoneal cavity at the start of apd therapy with the homechoice. The hp relates that home patient typically drains this fluid out at the start of apd therapy, however, on the day of the event, home patient did not. The hp relates that the cycler advanced from the initial drain phase to the first fill before draining home patient's out and then delivered the preprogrammed fill volume of 2500mls. The hp felt overfilled at this time and placed the homechoice cycler into a manual drain until home patient felt relieved. The hp relates home patient continued therapy to completion with no further difficulties. According to the hp, there was no patient injury or medical intervention.